Event description:
Hcp verified that the pt experienced swelling in pt's spine, a bad taste in pt's mouth, "no pain relief", but no withdrawals symptoms. The catheter was found to be kinked and dislodged under fluoroscopy and a catheter revision was done 2001. The pt was in for pt's first post surgery visit eleven days later and was doing fine.